Event description:
During pt support, the console stopped pumping on the right side and there were erratic alarms. The pt was placed on a backup system without incident. The console was examined by abiomed field svc and the problem was found to be related to a loose valve fitting. This was corrected and there have been no further problems.